Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus delivery. The customer noted that he had kept the insulin pump on the inside of his belt, tucked in. The customer's blood glucose was 399 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He also reported that he had low blood glucose of 45 mg/dl prior to the button error alarm. He declined to troubleshoot for low or high blood glucose.

Manufacturer narrative:
The insulin pump was received with a button error alarm and lacking button response due to corroded keypad traces. The device was also received with a minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.